Manufacturer narrative:
Pr 9755616: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Bumbs and little holes in cylinder. Bumbs and little holes occurring leakage. No patient harm.

Event description:
Bumbs and little holes in cylinder. Bumbs and little holes occurring leakage. No patient harm.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple samples were provided to our quality team for investigation. Through visual inspection, the barrel is observed to be damaged, verifying the reported incident. A device history review was performed for the reported lot 2312017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Ten retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.